Event description:
Indication: common variable immunodeficiency, unspecified; immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia patients nurse reports when I put the batteries in his pump and turned it on, it alarmed stating system time out. I turned it off, tried again, replaced the batteries, without success. I am currently running his gamunex-c infusion on gravity tubing. Serial number -(B)(6). Infusing gamunex. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes.